Event description:
Prior to insertion of the basket catheter into the pt, the physician deflected (to expand) and undeflected (to relax) the catheter. It was reported that the basket would not undeflect (relax) sufficiently to allow easy retraction into the catheter sheath. The physician had to use force to retract the basket into the sheath and subsequenty tested in a sheath outside the pt but experienced difficulty when attempts were made to drawback into the sheath. Catheter was not used in pt.